Event description:
Healthcare professional reported a syringe of juvéderm voluma® xc ¿exploded while injecting a patient.¿ healthcare professional later clarified that the syringe had "broken at the hub." Patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received in an opened pack with an opened tray. Without cap nor needle. No defect observed

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a syringe of juvéderm voluma® xc ¿exploded while injecting a patient.¿ healthcare professional later clarified that the syringe had "broken at the hub." Patient contact occurred. No injuries were reported. The packaged needle was used.